Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device being damaged by another device appears to be related to user technique, and ultimately resulted in the slda of the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The other mitraclip referenced is filed under a separate medwatch report.

Event description:
This is filed to report the interaction between devices and the single leaflet device attachment (slda). It was reported that the patient, with degenerative mitral regurgitation (mr) underwent a mitraclip procedure to treat mr of grade 4+. The patient anatomy included a pre-existing prolapse and two clips were planned. Poor echo imaging was noted due to the patient anatomy. The first clip delivery system (cds) ((B)(4)) was advanced into the patient anatomy and the clip was implanted without issue, at the anterior 2/posterior 2 (a2/p2) leaflet segment. The second cds ((B)(4)) was advanced and it was thought that there was some interaction between the clips because the first clip detached from one leaflet, remaining attached to the other leaflet (slda). The procedure continued; however, the second clip became caught in the chordae. Standard troubleshooting maneuvers were performed and the clip was freed, but a chordal tear occurred. The second clip was implanted without additional difficulty. A third clip was implanted to stabilized the first clip and reduce the mr. The mr grade was reduced to grade 3 at the end of the procedure. No additional information was provided.